Event description:
It was reported that a homechoice device was making a crackling/electrical noise at the back. The home patient was not connected at the time of the reported event. The home patient plugged the device back in, but it made no difference. What they described as electrical crackling, was further describes as the sounds when something is not quite connected properly and was referred to as an electrical noise. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed. Functional testing was performed. The reported condition was verified. The cause of this issue was determined to be a faulty power supply. To correct the condition, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.